Event description:
It was reported that while in the cath lab, the md inserted the sheath and then the intra-aortic balloon (iab) was inserted. The md found that the iab did not inflate and as a result, the md removed the iab and inserted another iab without incident.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.